Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, while being applied on the pulmonary vessel, there was a poor staple formation in the center of the staple line of the two reloads. A clip applier was used to stop the bleeding from the middle of the vessel where the stapler did not completely occlude the lumen.